Manufacturer narrative:
.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The stent was broken at the hub. When the physician went to pull the grip back to deploy (pull distal grip to the proximal grip) the stent, the physician found the hub to not be connected to the sheath anymore. The physician was able to secure the hub and still deploy the stent without problem. No injury reported.